Event description:
When attempting to withdraw the 18g catheter, the hub separated causing the catheter to remain in the pt. Local anesthesia was administered and the ej vein was opened. The catheter was manipulated until visible. The tip was then grabbed with a clamp and removed in one piece.